Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing ,they connected reload to adapter ,checked the jaws opening/closing and articulating with no problem. Then the surgeon clamped the tissue, however the green buttons were not illuminated and could not fire the device. The case was completed using a competitors device. No injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing ,they connected reload to adapter, checked the jaws opening/closing and articulating with no problem noted. The surgeon clamped the tissue, however the green buttons were not illuminated and could not fire the device. No patient injury.